Event description:
Customer discovered that while compact compressor was running on a patient customer started to smell a burning odor like burning rubber. Customer took patient off compressor and ventilator, bagged the patient and swapped out the compressor and ventilator a known good one. No injury occurred. The fse discovered a defective belt tensioner and belt. Fse replaced tensioner and rubber belt and tested the compressor. The compact compressor was functioning according to all manufacturers specifications.